Manufacturer narrative:
Additional information was added in e.1., h.3., h.6. And h.11. E.1. (Initial reporter email) the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated against the lens. Due diligence has been performed in an attempt to obtain further information on this event. The surgeon has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for another lens model four months following the initial implant procedure. The reason for explant was not reported. Additional information was requested.